Event description:
After having the essure inserts I've been experiencing pelvic and lower back pain. I also have been experiencing hair loss after having the essure procedure. I also have missed periods and spotting.